Event description:
The MFR rec'd a call from a representative in 1/2003. The rep reported the following problem: no low pressure alarm. Rt stated that during checkout of the vent they experienced a no low pressure alarm condition. The unit was not on a pt at the time of event.